Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned stent revealed that it is severely deformed and was located partially inside of the protector cap in the as returned state. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (88% stenosis degree) in a severely tortuous part of the mid lcx. It was attempted to thread the orsiro onto the guidewire, but movement of the stent was noticed. While checking it was detected that the stent was dislodged. Another stent was used.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (88% stenosis degree) in a severely tortuous part of the mid lcx. It was attempted to thread the orsiro onto the guidewire, but movement of the stent was noticed. While checking it was detected that the stent was dislodged. Another stent was used.